Event description:
The customer reported the device failed the therapy test.

Manufacturer narrative:
(B)(4). The customer reported the device failed the therapy test. The complaint is still investigated. A follow-up report will be submitted upon completion of the investigation.